Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open hypertrophic pyloric stenosis adult procedure, during the pyloric jejunum anastomosis, the tissue to be stapled was rotated during firing and the circumference to be stapled was squeezed. The surgeon then just manually sutured the tissue.